Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with a known good reader to perform linearity test. Observed low and high glucose alarms were activated successfully. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor. At 11 am on (B)(6) 2021, customer experienced shaking and fatigue and a scan of 65 mg/dl was obtained (alarm set for below 85 mg/dl). The customer was treated with cookies and sugar-water by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor. At 11 am on (B)(6) 2021, customer experienced shaking and fatigue and a scan of 65 mg/dl was obtained (alarm set for below 85 mg/dl). The customer was treated with cookies and sugar-water by a third-party. There was no report of death or permanent injury associated with this event.